Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in dispensing occurred because the pharmacy technician had to reload the medication after several cluster cubie failures were detected across multiple cubie trays in main drawer 4.1. The cubie malfunctions prevented normal dispensing operations, and the system required manual intervention and reload steps before the workflow could resume. A field service engineer (fse) stated that the pharmacy technician had been able to reload the medication, and by the time fse arrived on-site, no active failures were present, then fse reseated the row board cable on drawer main 4.1 to prevent potential future cubie failures, and after completing the repair, the fse was unable to reproduce any errors or failures in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 pockets c1, c4, d1, e1, and e3 had all failed with the failure reason of ¿read, write, or invalid cubie memory.¿ they stated that the machine had been rebooted in an attempt to recover the storage space, but the issue remained unresolved. The customer further reported that there was a patient delay in medication administration because the other two pockets were empty, and the pocket containing medication was failed and not recoverable. There were no adverse events or injuries reported based on this event.